Manufacturer narrative:
Device history record review performed.

Event description:
During a ptca procedure the balloon of this device ruptured. There is no further info available. The pt is reported as fine and the device is being returned for co's analysis.